Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with a capture anomaly on their left ventricular lead. Fluoroscopy confirmed a dislodged left ventricular lead. It was explanted and replaced. The patient was stable.